Manufacturer narrative:
Additional information was received on the event on (B)(6)2020. The gender of the patient is male. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Therefore, a3. Sex was processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30280115m number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that a patient underwent a right vein outflow tract (rvot) premature ventricular contraction (pvc) ablation procedure on (B)(6) 2020 with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The ablation procedure was completed with no immediate patient consequences. Post-procedure (unknown date) cardiac tamponade was confirmed, and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was then moved to surgery and a thoracotomy was performed. The bleeding stopped and the patient was later discharged. The physician commented that the possibly cause of the tamponade was that pushed the catheter to the front wall side a little when moving it to rvot. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.